Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The meter was requested for investigation and was not received. It was not possible to read out the patient's result report to confirm the mentioned results. Further root cause analysis cannot be provided. The investigation determined that there is no product issue.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The patient's product was requested for investigation. The coaguchek xs pt test 6 strip lot number and expiration date were not provided. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable inr results using the coaguchek xs pt test 6 strip with the coaguchek xs pst care kit for one patient. The patient's initial result was 1.6 inr, and another result of 1.1 inr was obtained within an hour of one another.